Manufacturer narrative:
Other text: , corrected data: updated date received by manufacturer (g4).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited a "no disposable, pump won't run" alarm. No adverse patient effects were reported. Per reporter no additional information is available.